Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a balloon was used to improve the flow diverter stent opening. After using the balloon, the flow diverter was fully opened. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the procedure was completed under the road map using 2 non-stryker micro-guide wires were used to guide the microcatheter across the parent artery to be super selected to the distal end of the m1 segment. The flow diverter dense mesh stent was delivered to the parent artery through the microcatheter. The stent was released at the location of the route. The stent completely covered the emangioma. After a traffic aneurysm was poorly walled, a microfilament was subsequently used to guide capsule into a tightrope scaffold, filling the capsule with an expanded arterial segment scaffolding of a traffic ineurysmic, and leakage imaging of the capsule suggested that the tightrope was further walled and the remote blood flow was smooth. The stent fully opened after balloon was used to improve opening. There was no surgical delay. The stent was implanted in the body. The patient was not affected as a result of the event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue of the stent failed/unable to open.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - product problem. Section h1 type of reportable event - corrected - malfunction. B5 executive summary - updated. G4 gtin - corrected. F10/h6 device code grid: corrected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.¿

Event description:
It was reported during a clinical study that after implant of the flow diverter (subject device) the device did not fully open when implanted and a balloon was used to improve the flow diverter stent opening. After using the balloon, the flow diverter was fully opened. The procedure was completed successfully with no clinical consequences to the patient. Additional information: based on the dfu (directions for use) instructed that if the subject stent did not fully expand or was not apposed against the vessel walls , the use of the balloon to aid wall apposition issue with a positive outcome. Dfu covers this scenario as a use step, not a warning or precaution, and it is therefore considered normal use of technique and within the range of acceptable performance of the device. This does not constitute a device complaint unless the physician specifically states a concern related to the subject stent device. Based on this review, the event does not meet the requirement for a complaint for the corresponding device.